Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the concerto helix coil had resistance when advancing through the stc18 microcatheter, and would not deploy once positioned. The coil was stuck in the catheter, but the location in the catheter was unknown. It was unknown if there was any catheter or coil damage, but non-detachment was indicated. It was unknown how many times the coil detachment was attempted or if a manual attempt was performed. It was unknown if the devices were prepared according to the instructions for use (IFU). No patient symptoms or complications were reported with this event. Ancillary devices include an stc18 microcatheter.